Event description:
It was reported that this implantable brady device reverted to safety mode. Technical services (ts) was consulted and recommended device replacement. No adverse patient effects were reported. This device remains in service.